Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated alarms for lower fio2 than set. There was no patient harm. Manufacturer's reference#: (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The hospital biomedical engineer was advised to replace the nozzle unit in the fresh gas air gas module. The replaced part was not returned for investigation since the customer discarded it. The logs were downloaded. The logs confirm the alarms for low fio2 and other clinical alarms indicating leakages and difficulties to ventilate the patient at some occasions during the case. We have not with certainty been able to determine the true case of the reported issues. It is however, based on the reported noise from the flow-I and the replaced part, likely that the nozzle unit in the air gas module oscillated at some occasions and thus decreased the oxygen concentration in the inspired patient gas.

Event description:
(B)(4).